Manufacturer narrative:
Confirmation received feb. 7 2018 indicating the valve will not be returned. As the valve was not received for analysis no further investigation can be performed. As such, the root cause of the event cannot be determined. Changed fields: device availability changed to not available. Device not returned. (B)(4).

Manufacturer narrative:
Please note the first failure to implant of perceval size 23 mm sn (B)(4) detailed in the event description was reported through a separate emdr MFR # 3004478276-2017-00217. The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n (B)(4) were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. In particular the open and close images from the steady flow test inspection for the perceval heart valve, model #icv1209 , s/n (B)(4) were reviewed, demonstrating acceptable opened and closed leaflet performance of the pvs23. No anomalies are observed during the open/close cycle in terms of leaflet coaptation. The valve therefore meets the acceptance criteria of the steady flow test inspection defined as per internal procedure. Not yet returned to manufacturer.

Event description:
On (B)(6) 2017, during an aortic valve replacement of a native bi-cuspid valve, there was failure to implant of 2 perceval size 23 mm devices. For the second failure to implant (sn (B)(4)) the physician resized and sized to perceval size 23 mm once again, and implanted the device. The physician observed that the leaflets coapted, ballooning was performed for 15 seconds. After ballooning the leaflets were not coapting correctly. The perceval device was removed and a size 23 perimount magna ease was then implanted. Additional cross clamp time to the procedure was 55 min.